Event description:
Customer called to report the pump had a no delivery message on display without an audible tone nor did it vibrate. Troubleshooting was performed. It stated that the unit had a full segment display, the audible tone could not be heard and nor did it vibrate. Customer denied being dropped, bumped, or exposed to moisture.